Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty minutes into treatment, a patient undergoing treatment with a polyflux 14l, experienced hypersensitivity reaction manifested by shortness of breath. The treatment was immediately stopped and oxygen was administered. It was reported that twenty minutes later, the patient was "out of immediate danger". No additional information is available.